Event description:
It was reported that the subject device exhibited foreign material came out. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: full name. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event that was reported is a duplicate report. Please refer to mfg report# emdr-(B)(4).

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: this report is being supplemented to provide a correction to a previously submitted report. This event is a duplicate of MFR# 9610595-2025-16707. Should additional relevant information be received, it will be captured in that MFR number.